Event description:
The customer reported that elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for one patient over multiple days. This is report is three of twelve and represents the elevated accutni result generated on (B)(6) 2011. The initial accutni result was elevated and above the ami threshold. The elevated result was reported outside the laboratory. The customer reported that the patient was catheterized during a hospital visit in (B)(6) 2011. It is unclear on which visit the catheterization was performed or if this was due to an accutni result associated with this event. However it will be assumed to be applicable for the purposes of this report. The test sample was collected in a lithium heparin plasma tube. The customer did not provide instrument calibration or quality control information for the instrument.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04616, 2122870-2011-04617, 2122870-2011-04618, 2122870-2011-04619, 2122870-2011-04620, 2122870-2011-03101, 2122870-2011-04621, 2122870-2011-04622, 2122870-2011-04623, 2122870-2011-04624, 2122870-2011-04625, 2122870-2011-04626.